Event description:
It was reported that deflation issues and shaft break occurred requiring additional intervention. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal right coronary artery (rca). Introduction of a 6fr al1 guide catheter induced an iatrogenic dissection at the lesion site. The physician opted to use a 4.50 x 24mm synergy megatron drug-eluting stent (des) for treatment. The stent was deployed and the delivery system balloon was withdrawn from the target lesion site and then reintroduced from the tip of the guide catheter for post-dilation of the stent. 20 atm of pressure was applied for 15 seconds with a saline: contrast ratio of 50/50, but after 1 minute, the balloon failed to deflate completely due to a kink in the shaft. Per the physician, the kink occurred while advancing the balloon back to the deployed stent for post-dilation. The balloon was retrieved through the right femoral artery using a snare, but part of the balloon shaft broke and remained in the body. After 60 minutes, the physician was able to remove the remaining fragment of the shaft via the radial artery, also using a snare. All device components were successfully removed from the body. A separate 6mm balloon was used to post dilate the stent, and the procedure was completed. No further complications were reported, and the patient is expected to make a full recovery.